Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and fracture. The patient reported becoming aware of the events approximately thirteen years and eleven months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was deep venous thrombosis (dvt) of the right lower extremity, poor risk for anticoagulation with history of subarachnoid hemorrhage, thrombotic thrombocytopenic purpura (ttp) and idiopathic thrombocytopenic purpura (itp). The filter was placed via the left common femoral vein and deployed immediately caudal to the to the take-off of the lower pole right renal vein. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and perforation that causes injury and damage to the patient. Per the implant records, the filter was indicated for clotting. The patient was reported to have deep venous thrombosis (dvt) of the right lower extremity, poor risk for anticoagulation with history of subarachnoid hemorrhage, thrombotic thrombocytopenic purpura (ttp) and idiopathic thrombocytopenic purpura (itp). Prior to filter placement, the patient underwent an inferior venacavagram to evaluate sizing and patency of the inferior vena cava (ivc). Ultrasound of the right groin revealed intraluminal thrombus with non-compressibility in the right common femoral vein. Ultrasound of the left groin revealed patency of the common femoral vein without intraluminal thrombus. The left groin was prepped and draped in the usual manner, and utilizing micropuncture technique, a sheath was placed over a guidewire into the left common femoral vein. A bilateral renal venogram was also performed revealing patency and location of the renal veins. The optease ivc filter was placed immediately caudal to the take-off of the lower pole right renal vein and it was successfully deployed under fluoroscopic guidance. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and fractured filter struts retained within the ivc, becoming aware of these events approximately thirteen years and eleven months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and fracture. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and perforation that causes injury and damage to the patient.